Event description:
Our affiliate is reporting to us that during an arthroscopic rc repair, a portion of the distal tips of 2 expressew ii needles broke off into the patient¿s joint space area while the surgeon was passing unknown suture through the soft tissue. They do not know if the fragments remain in the body or not; however the procedure was completed successfully in a timely manner without further issue or harm to the patient. The user facility cannot supply the lot numbers for the devices, and nothing is being returned, they discarded the complaint devices.

Manufacturer narrative:
The complaint device has been received and evaluated visually, both with the naked eye and under power: it is noted that the device is in the complained about condition, a portion of the distal tip is missing. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 2 other similar complaints for this lot of 2,995 devices that were released to distribution, 1 in (B)(4) and 1 in (B)(4). We cannot conclude as to what may have caused the needle to break. It is possible that the user may have hit bone or another hard object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of these hypotheses and considerations, no other root or underlying cause can be discerned. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic rc repair, the tip of the expressew ii suture passer needle was broken during procedure. The broken part of the device was took (taken/removed) out to complete the case. They are reporting no patient consequences. The needle is being returned for evaluation.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Our affiliate is reporting to us that during an arthroscopic rc repair, a portion of the distal tips of 2 expressew ii needles broke off into the patient's joint space area while the surgeon was passing unknown suture through the soft tissue. They do not know if the fragments remain in the body or not; however, the procedure was completed successfully in a timely manner without further issue or harm to the patient. The user facility cannot supply the lot numbers for the devices, and nothing is being returned, they discarded the complaint devices.

Manufacturer narrative:
The complaint device has been received and evaluated visually, both with the naked eye and under power: it is noted that the device is in the complained about condition, a portion of the distal tip is missing. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 2 other similar complaints for this lot of (B)(4) devices that were released to distribution, 1 in japan and 1 in germany. We cannot conclude as to what may have caused the needle to break. It is possible that the user may have hit bone or another hard object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of these hypotheses and considerations, no other root or underlying cause can be discerned. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.